Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : evaluation of the returned device confirms the reported event of deformation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Evaluation of the returned device confirms the reported event of deformation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint consisted of (1) 250620100 attune rev tibial prep tower, lot number nw194105. Evaluation of the returned device finds deformation to the proximal portion of the tower consistent with off axis drilling under power. Deep scratches are noted to be inside the drill tower caused by the reamer once it bound up during use. The returned drill tower was functionally tested with the mating reamer and found to assemble/disassemble as intended, but did lock up when inserted at a slight angle. A complaint database search on the provided product code identified similar confirmed reports which were attributed to suspected misuse/misapplication of the device. Based on the observed deformation, the root cause is attributed to misuse/misapplication of the device from off axis drilling under power. Based on the root cause of misuse/misapplication, corrective action is not indicated. Continue to monitor via sep-419. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the conical drills were getting hung up in the top of the drill towers and not passing through smoothly. The surgeon questioned wether any of the products were damaged or defective. No surgical delay.